Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue; however, was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when performing morning testing on their device, after delivering defibrillation energy, the device's screen went blank, the service indicator came on and the device logged event codes in it's memory. The code logged is associated with a failure of the device to charge for defibrillation energy. When this code is logged by the device, the device's charge function is disabled. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was unable to find any issues with this part. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when performing morning testing on their device, after delivering defibrillation energy, the device's screen went blank, the service indicator came on and the device logged event codes in it's memory. The code logged is associated with a failure of the device to charge for defibrillation energy. When this code is logged by the device, the device's charge function is disabled. There was no patient use associated with the reported issue.